Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system was having difficulty completing a remote interrogation with the communicator. Troubleshooting efforts were recommended. However, the healthcare provider did not have time to troubleshoot. Currently, this ICD remains in service and no adverse patient effects were reported.